Event description:
A malfunction was reported on the pump, with no notable events occurring before it. The customer's blood glucose level was 350 mg/dl, indicating no adverse impact. Technical support provided reset instructions, assisting the customer in resetting the pump, which resolved the malfunction. The customer was advised to continue using the pump and was instructed to call back if the issue recurred, which they acknowledged and understood.